Manufacturer narrative:
Eval summary: the analysis results confirmed that, the device was returned for analysis and was noted to have one staple stuck on the black tissue pad and with the distal tip of the blade broken off and missing. The identified blade damge may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Additionally, upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. No conclusion could be reached as to why the device clam arm reportedly broke as the device did open and close without any difficulties noted.

Event description:
It was reported that during lap magenbypass procedure, the clamp arm broke. No info available if part fell into pt or not. Case completed with same like product. No pt consequence.